Event description:
Additional information received identified surgical intervention took place on (B)(6) 2016 at which time the patient's ipg was explanted and replaced with a newer model ipg. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient hadn't used or charged her scs ipg in over 2 years, and as a result, the ipg is inoperable. Surgical intervention is planned for a later date to address the issue.